Manufacturer narrative:
D9, h2, h3: the return of 9735996 provided the lot number 171206. The hardware was returned and analysis was performed. The cable had no apparent physical damage and was found to be fully functional when connected to a known good ups. No problem was found. Codes b01, c19, d14 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart unexpectedly shut down. It was noted that this was the fourth occurrence with this system. There was no patient involved. It was noted that everything was reported normal in the self-test.  Additional information was received, it was reported that after switching the main cart and the camera cart, the issue seemed to follow the main cart. The main cart was connected to the camera cart that had 'unexpectedly shut down' and the system was able to power on normally from the main cart. The working camera cart was connected to the main cart of the original system and was able to boot up normally from the main cart. At this point, the technical services (ts) suspected a short in the main cart's computer cabling since 'no source' and 'no signal' had been prompted in the past. The ts walked the representative (rep) through steps of unplugging possible shorted cables like the dvi connections, the usbs, and plugging them in one at a time. While doing so, several reboots were performed and every time the system was powered on via the main cat and able to boot up properly without any issues. The ts then had the rep boot the system from the camera cart and the system would power on for a while but then the main cart would shut down unexp ectedly. It was noted that the main cart battery and uninterruptible power supply (ups) were shipped since these two power components have not been replaced in previous cases. Additionally since the system was having difficulties booting from the camera cart, ts s hipped out a camera car power switch and main cart power switch in case there were shorts causing the shut-downs. Additional information was received, it was reported that the shut-down happened when it was plugged into a known working outlet.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773 ,product ID: 9735787 , product ID: 9735996 , h3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that the system was still now powering on correctly and was still shutting down randomly. It was noted that there was a hardware failure. Codes b01,c07,d02 are applicable. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the battery was returned for analysis. Battery was tested with a known good uninterruptible power supply (ups) for a 24hr period. The ups powered down immediately when unplugged from ac power. Battery was found to have low voltage(46.7v) and dead cells. B01, c02, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.